Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there was a decrease in sensing and there was no capture on the right ventricular lead due to lead dislodgement. The lead was repositioned to resolve the event and the patient was stable.